Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer laid on the ground and half of the touch screen became shattered and hard to read. Customer's blood glucose was in the 100s. Reportedly, customer consulted with health care provider to request backup insulin therapy.